Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the unit has a feed error. Upon triage on (B)(6) 2018, the service technician found that the unit's screen was blank upon powering on, there was no audio, and a component of the printed circuit board was burnt, .

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿the screen was blank upon powering on, there was no audio, and a component of the printed circuit board was burnt,¿ the unit was triaged and the reported conditions were confirmed. A trend for no audible alarm has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.